Event description:
After outpatient tonsillectomy and adenoectomy oxygen was delivered in the recovery room. This was done while the pt was still intubated. Oxygen was delivered using a dixie cup oxygen mask, without any bag, or pressure regulation. Oxygen flow was 101/min. The mask and the tube got inadvertently connected and high pressure oxygen caused bilateral pneumothorax, pneumomedistinum, and subcutaneous emphysema. Chest tubes were inserted and pt was transported to a larger hosp. There the pt recovered and was released after 3 days of hospitalization.